Event description:
The patient reported experiencing a communication error between the pod and the controller while attempting to activate a new pod. At the time of the incident, the patient was at work and unable to successfully connect the pod despite multiple attempts. As a result, the patient did not receive insulin for an extended period and began experiencing symptoms including headache, excessive thirst, frequent urination, dehydration and developed severe body aches while on the way to the emergency room. Patient remained in the emergency room for between 3 and 4 hours. The physician diagnosed hyperglycemia approaching diabetic ketoacidosis, with a recorded blood glucose level of 370 mg/dl. Treatment included administration of intravenous fluids to reduce glucose levels. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.